Event description:
Report received indicated capturing difficulties of the embolic protection device. The angioguard filter basket (unk product code/lot#) was deployed to an unk arterial site. Attempts to retrieve the angioguard were made with the capturing sheath. However, the sheath was not able to capture the filter, therefore, the filter was removed with a "davis 125 catheter". Upon removal there was no debris observed in the filter. There was no adverse consequence to the pt. No additional info was available in response to request for vessel/lesion characteristics, pt demographics and procedural info.

Manufacturer narrative:
The product is not available for eval. The lot number is not known; therefore, a device history review is not possible. With the limited available procedural info and without the return of the product, no conclusion can be made regarding the reported angioguard capture difficulty.